Event description:
I had an orbera balloon placed on (B)(6) 2021, at (B)(6). On (B)(6), I went to the emergency room via ambulance in (B)(6) because I could not sit up or stand due to lightheadedness and nausea. Admitted to ICU for 5 days for severe gi bleed, hemorrhagic shock, received 13 units of bloods, coded 3x, intubated, central line, norepinephrine, etc. After two egds, the bleeding was finally stopped with additional treatment and 3 clips. Also received fresh frozen plasma, platelets, and other IV meds/treatments. The balloon was removed during the first egd on (B)(6) 2021. Will send full hospitalization record via mail or email/upload. FDA safety report ID# (B)(4).